Manufacturer narrative:
Additional information : one (1) actual sample was received for evaluation. A visual inspection with naked eye noted a hole at the rf (radio frequency) weld. Functional testing including leak testing, clear passage testing and clamp function testing was performed; leak testing noted a leak through the hole. The reported condition was verified on the returned sample. The direct cause of the event was determined to be manufacturing related. A nonconformance has been opened to address this issue. The second sample was discarded; therefore, a device analysis could not be completed on that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) effluent sample bags were leaking from an unspecified. The leaks were discovered during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.